Manufacturer narrative:
H10: the complaint product is not available to be returned for evaluation. Therefore, this report is based on customer-provided information only. The device history record for this lot was reviewed and identified no nonconformances or other failures documented that could have contributed to the reported issue. All samples passed inspection prior to release. Historical complaint data review identified only one other similar complaint for this sku in the last 5 years, which was communicated along with this one by the same customer. This issue appears to be isolated to this manufacturing lot. The customer provided images of the complaint product that were shared with the manufacturing site and evaluated. Possible root cause was identified as damages for sealing area by external force during the manufacturing process. At this time, there is not enough evidence to confirm the root cause, but possible root cause is related to manufacturing error. The manufacturing site has been notified of the complaint for awareness and to prevent recurrence. No further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
It was reported by the customer: there are 2 qty defective items. Both have the same lot and the same expiration date. Details including lot numbers are as follows. 1: the sterilization pack (cover) and the inner tube cover etc. Were sealed together. 2: there was a lack of sealing, and when sealing, part of the product was chewed and sealed. Item#e9100ag lot# 033233 expiration date: 2027-11-12 total quantity of defective products:2 qty this file will address the second reported failure mode: "there was a lack of sealing, and when sealing, part of the product was chewed and sealed."